Event description:
It was reported by the caller that an adverse event occurred. The caller noted that after ablating with the farawave catheter, they noticed that the patient's blood pressure and heart rate increased. The physician confirmed a pericardial effusion with the intracardiac echo catheter. The physician performed a pericardiocentesis. The caller noted that 218 mls of fluid was pulled from the pericardial space. The patient is in stable condition. The caller was unable to provide the catheter catalog or lot numbers. The caller is requesting documentation of the event. Carto 3 system software version 8.1.3.17. Boston scientific pfa system in use. Xml file is loaded onto the system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).